Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. One - por for critical ram parity error, address=0ff7, data=20, on (B)(6) 2010 00:18:55. One - patient alert for device circuit error on (B)(6) 2010 00:18:55.

Event description:
It was reported that during the patient's scheduled visit, interrogation of the device showed that the device had an electrical reset approximately six months prior to the visit. It was also noted that the patient didn't hear the patient alert relating to the reset. The device was reprogrammed and lead integrity alert was loaded. The device remains in use. No patient complications were reported as a result of this event.